Event description:
During an upper endoscopy procedure, the physician used a wilson-cook quicksilver bipolar coagulation probe. The probe was not pretested prior to use. After advancing the probe down the endoscope, upon exiting the distal end of the endoscope, it was noticed that the tip had detached from the distal end of the probe. The tip was not viewed by monitor to be in the patient. The probe was removed and another device was used to complete the procedure. No injury to the patient was reported.